Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the mega suturecut needle driver had a broken cable and was dull. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have blade damage at the tip of the blade. Both of the blades edges was indented. The blades indentation did cause the cut test failure the cutting edge had corrosion that would have contributed to the blade damage or cutting failure. Additional observation not related to customer complaint the instrument was found to have indentations/burrs at the base of the grip tips. The grip tips were found to be indented. The complaint regarding dull blades was confirmed by failure analysis. Common causes of the failure mode mechanical indentations and/or burrs instrument blades are attributed to use-related damage when attempting to cut incompatible material, such as hard objects like bone or cartilage, or from mishandling or misusing the instrument.

Event description:
Refer to h11 for follow-up information.